Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) replaced the left master tool manipulator (mtml) to resolve the issue. Fse also replaced the foam headrest. Intuitive surgical, inc. (Isi) has requested the site to return the mtml product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the left master tool manipulator (mtml) became unusable during procedure. To resume the surgery, the surgeon moved to the surgeon side console 1 (ssc) 1. The technical support engineer (tse) confirmed error 23017 presence on the day of the event and two times during the last past 30 days. The tse informed user that the mtml had to be replaced. The procedure was completing as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive a da vinci product involved with this complaint to perform failure analysis (fa). The master tool manipulator (mtm) was analyzed and the reported failure was unable to be reproduced but could be confirmed as having occurred via field error logs. A visual inspection was performed. The mtm was installed onto the system and powered up. A sine cycle and a test drive were performed without any issues. Tests were performed via matlab and all passed.